Manufacturer narrative:
Patient codes: device codes: (B)(4). Correction - device received for evaluation. The device was returned for evaluation. The balloon did not inflate and the inner member was torn/hole 1.5 mm distal to the distal end of the proximal balloon seal, confirming the reported difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the left main artery with no tortuosity and no calcification, a 4.5x18 mm rx multi-link ultra coronary stent system was advanced without resistance and it was not possible to inflate the balloon of the stent system. The balloon completely failed to inflate and the stent remained undeployed. The stent system was withdrawn from the patient anatomy without resistance and another stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.